Event description:
It was reported that while inserting the implant, anchoring screw failed to lock with plate. Screw and plate remain implanted in the patient. Patient outcome: no problem reported.

Manufacturer narrative:
No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. Explanted date - still implanted. Manufacture date - unknown. This report is number 1 of 2 mdrs filed for the same event. See also: 0002242816-2012-00082, 0002242816-2012-00083.

Manufacturer narrative:
Due to the unavailability of the device, no visual or functional examination could be performed to confirm the reported event. Likewise, no lot number was provides to assist with locating and review of the manufacturing records. The probable underlying root cause for the reported incident is excessive impact and torque forces during insertion leading to loss of mechanical integrity and ultimately screw dislodgement from the plate. The complaint notes that, "prior to torquing, doctor did use a mallet to seat the screwdriver tip into the screw head." That may have been a contributing factor to this incident. This is 1 of 2 mdrs involved in the same event. Please see MDR numbers: 0002242816-2012-00080/00081.